Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and was able to reproduce the error when restarting the analyzer. The fse suspected a potential seating issue with the connectors on the main board and reseated all connectors. The fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for failure mode "5002 no response from slave failure" 14dec2024 through aware date of 14jan2026. There were 10 similar complaints identified during the search period, including this case. The aia-360 operator's manual under section7-1: error messages states the following: (5002) no response from slave description: slave response not detected error troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to loose connectors of the main board.

Event description:
A customer reported error message ¿5002 no response from slave¿ on the aia-360 analyzer. The technical support specialist (tss) instructed the customer to reboot the analyzer, but issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.